Event description:
During surgery for a right hand closed reduction with pins, a pin broke off in the patient's bone. Surgeon stated the pin was completely in the bone so it would stay. The pin was causing no harm to pt.